Event description:
Event 1 [redacted date]: lot: 35689008, during prep, the port on the ablation catheter would not flush. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted date]: lot: 00191506043148, after placement into the patient, the catheter would not deflect fully. Event 3 [redacted date]: lot: 36045173, after placement into the patient, the spline on the ablation catheter became inverted and would not work. The catheter was removed and replaced with no harm to the patient. Event 4 [redacted date]: lot: 35996085 (same lot for both catheters), during the procedure, the md attempted to use the ablation catheter, and the spline inverted on itself and would not work. The catheter was removed and replaced with a new catheter and the same issue occurred. The second catheter was removed and replaced with another of the same type with no issue. Both defective catheters were of the same lot. There was no reported harm to the patient. Event 5 [redacted date]: lot: 35949045, a spline on the ablation catheter bent while in the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter), manufacturer notified by site.